Event description:
It was reported the pt is experiencing discomfort at the ipg site due to weight loss. The pt may undergo surgical intervention to address the issue. The pt will meet with her doctor to discuss the issue.

Manufacturer narrative:
Removal/correction reporting number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.